Manufacturer narrative:
Insulin pump received was not stuck in the manufacturing mode. Insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. However, insulin pump was unable to perform the displacement test and occlusion test due to missing retainer and reservoir tube o-ring. Replace battery alarm, replace battery now alarm, power loss and power error confirmed in the long trace. Detail trace analysis confirmed the insulin pump alarmed replace battery, replace battery now, power loss and then alarmed pump error was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (printed circuit board). After disconnecting and reconnecting the internal battery connector at printed circuit board. Insulin pump was monitored and functioned properly. Insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were getting power error detected alarms. The customer¿s blood glucose level was 180 mg/dl. They received the alarm at night and took off the battery for the rest of the night. Troubleshooting was performed. They were given a series of steps to follow once call ends to clear the alarm. They were advised to monitor the insulin pump and call back if error recurs. It was noted that the customer had called back to report that they were still getting the power error detected alarms. The power error detected alarm recurred within a week of troubleshooting the previous occurrence. The device was returned for analysis.